Event description:
New information received notes that another episode of non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. No patient symptoms were reported. Programming changes were made. The patient was feeling fatigued and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Programming changes were recommended. No further information is available at this time.